Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during dwell 1 he had a power outage. When power was restored he went through the reset process and discontinued treatment to set up with new supplies. While resetting he found a fluid leak coming from the tubing. It was unclear if the leak occurred prior to the power failure. He set up with new supplies and completed treatment. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent remained clear. He was not prescribed antibiotics.